Event description:
The customer stated that they are seeing a leak from the cap piercer assembly of the dxc 600i instrument. The customer was wearing lab coat and gloves and the leak was contained to the instrument. No erroneous results were generated due to this event. The leaking fluid that the customer found was wash solution.

Manufacturer narrative:
A service engineer found the waste line was obstructed at the vacuum chamber. Service engineer cleared the obstruction by removing and flushing the vacuum chamber to resolve the issue. The service engineer confirmed that the obstruction found in the vacuum chamber of the cap piercer was rubber shards. Service engineer was not sure if the customer was double piercing the caps. Failure mode is cap piercer vacuum chamber malfunction. The failure mode has a potential to generate erroneous results. (B)(4).